Event description:
Event: premature contralateral deployment. It was reported that the contralateral attachment system was prematurely deployed. The contralateral limb was deployed fully stretched and no additional intervention was needed.